Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, insulin flow block, pump was administered with 1.8 units of bolus, but only 1.5 was included, message was received saying that the reservoir was low however 60 units of reservoir remained during replacement. The customer reported blood glucose value of 600 mg/dl and was treated with insulin pen and insulin pump. The event involved product(s) mmt-1886. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self, and displacement accuracy tests. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. No under or over delivery anomalies were noted during testing either. Finally, did not note any unexpected low reservoir alarms during testing. Attempt to upload the pump¿s history and trace files using thump was successful. Attempt to upload the patient¿s data using carelink was also successful. The adapt tool confirms that the following delivery related alarms/alerts occurred around the event date: 7=no delivery occurred on 03/19/25 @ 09:47:13 & 09:49:02. The adapt tool does not list any motor related pump errors or any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of under delivery and insulin flow blocked alarms both were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.